Event description:
Heartmate 2 patient presents critically ill with hemorrhagic shock from a mallory weiss tear, and concomitantly requires prolonged course of IV antibiotic therapy for treatment of multi drug resistant pseudomonas driveline infection + enterococcus bacteremia.